Event description:
Patient was originally treated at index for coronary heart disease with the implantation for three stents, including an unknown bx velocity stent, in the proximal through the distal lad. The patient returned to cath and in-stent restenosis was discovered in two stents. The patient was treated with two cypher stents to rectify the problem. Three months later, the patient returned with in-stent restenosis of the proximal edge of one of the cypher stents. One month later, patient returned with in-stent restenosis of one of the stents placed at index and a de novo lesion in the distal lad which was treated two weeks later with two cypher stents.